Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿feels like lymph nodes¿.

Event description:
Patient reported ¿exchange with no complaint against the device¿. Healthcare professional reported later by dt "pain in the armpits and it alternates and sometimes it is in both at the same time, feels like lymph nodes and patient is sick. It comes and goes". This record is for the left side. Device remains implanted.